Event description:
It was reported that the patient was repeatedly charging the implantable pulse generator (ipg) with difficulty and was experiencing inadequate and over stimulation after a paddle revision procedure (MFR. Report number: 3006630150-2022-00909). Despite multiple program optimization. It was noted that an electrocautery was used during the previous procedure. However, the physician does not believed that the ipg was exposed to the electrocautery. The patient underwent an ipg explant procedure.